Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery due to paravalvular leak. Through follow up, the surgeon indicated that this event was due to patient and procedure related factors and not a malfunction. The explant device was subsequently replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. The edwards device was discarded by the hospital; therefore, the valve could noted be assessed. However, the surgeon has confirmed that there was no device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.